Event description:
A nurse was attempting to "clear" the syringe prior to passing to the physician for application. Nurse was unable to get any of the product to pass through the needle. Nurse applied more pressure and the needle disengaged and some of the collagen spilled out on the floor. A new needle was attached to the same syringe and this time the procedure was completed with no further incident. There was no contact with a pt. There was no injury to either pt or staff.